Event description:
On (B)(6) 2014, during scanning the hitachi echelon oval system made a loud noise. When the technologist went in to the scan room it smelled like something was burning. The system reported a gradient amplifier error. The pt was unharmed and was released. The exam was incomplete. Hitachi service determined that one of the connections to the gradient coil overheated and failed.

Manufacturer narrative:
On (B)(4) 2014, hitachi dispatched a gradient coil engineer and qa engineer to investigate the failed gradient coil. They confirmed that one of the internal flexible conductors (x channel cable) connecting to the rear of the gradient coil assembly was broken. The cable connection is contained in a block of resin used to insulate it and minimize mechanical vibration. Based on the evidence, we assume that this flexible conductor reached a high temperature and arced just after it failed, as a portion of the resin block around this connection melts and the melted resin vaporized. The connection point is separated from the pt by a cover assembly. The inside of the cover as blackened, but there was no damage to the outside of the cover adjacent to the pt space. We think that an arc was generated at the moment when this flexible conductor was broken. We assumed that the smell reported by the customer and the spot on the inside gantry cover was caused by the heat generated by the arc. The engineers could not find specific evidence to understand how this phenomenon occurred, so hitachi cannot identify the root cause of the conductor failure at this time. Tests were done on a system at the factory to measure the temperature levels at the connector block, but no significant heating was detected.